Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed intraoperatively from the pt's right eye due to a weak capsular bag. The physician enlarged the incision to remove the lens and sutures were placed. A vitrectomy was performed and the lens was replaced with a different model lens in the sulcus. Pt's current prognosis is fair.